Event description:
The manufacturer received information regarding a dreamstation bipap st30. The device was returned to a third-party service center. During the visual inspection of the device, corrosion was found in device. The device is scrapped. This report is being submitted for the corrosion found in device during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.

Manufacturer narrative:
H3 other text : device serviced by third party service center.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation bipap st30. The device was returned to a third-party service center. During visual inspection of the device, it was determined the device was corroded also connector oxide was observed. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.